Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a lead dislodgement. Consequences of the event were noted as lead repositioning, device reprogramming, and device replacement. It was noted that the cause of the lead displacement was spontaneous. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.